Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in early 2009, alleging that her one touch ultra meter was prompting the "apply sample" symbol, even after a sample had been applied to the test strip. The medical affairs specialist (mas) spoke with the patient on january 26, 2009, and obtained the following information. The patient reported that the alleged issue began on the second week of the same month. Despite not being able to obtain a blood glucose reading with the subject meter, the patient claimed she continued to take her usual dose of lantus insulin in the morning (65 units) and at bedtime (60 units). The patient denied making any changes to her diet or activity level as a result of the issue. In the same month, the patient stated that she went to see her physician for a routine appointment. During the doctor's visit, the patient reported that blood was drawn and sent to the laboratory, but a blood glucose test was not performed using the doctor's meter. On the morning of four days later, the patient stated that her physician called her and advised her to immediately go to the emergency room (ER) because her blood glucose was high (result unknown). While at the ER, the patient stated her blood glucose was tested several times; however, she did not recall the results obtained. The patient stated she was treated with an IV and insulin (type and dose unknown). The patient denied developing any symptoms prior to or after the alleged issue began. At the time of troubleshooting, the customer care advocate noted that the patient was using the incorrect testing technique; however, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, and reportedly received treatment for hyperglycemia by an hcp after the alleged meter issue began.